Event description:
The patient is a 59-year-old male with a past medical history significant for chronic kidney disease, hypertension, hyperlipidemia, hypothyroidism, type two diabetes mellitus, and coronary artery disease with prior percutaneous coronary intervention. The patient also had a history of an st-segment elevation myocardial infarction on (B)(6)2025, which was treated with fibrinolytic therapy without percutaneous coronary intervention. The patient presented for an elective left and right heart catheterization. On (b)(6 02025, during the heart catheterization procedure, the patient acutely decompensated and developed cardiac arrest with an underlying pulseless electrical activity rhythm. An impella device was placed, the patient was endotracheally intubated, and venoarterial extracorporeal membrane oxygenation support was initiated. On (B)(6) 2025, the patient was noted to have a right groin hemorrhage following impella device repositioning without support. The patient was taken to the operating room for surgical repair and received blood products. The impella device was explanted on (B)(6) 2025, during coronary artery bypass graft surgery. The incident was coded as a hematoma and major bleeding event requiring surgical intervention.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the asae was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported additional information upon request: "as mentioned above, a femoral artery repair and femoral venous repair were performed by a vascular surgeon with hemostasis achieved. The pump remained in the patient until it was ready to be explanted. Unfortunately, the pump was not saved and is unable to be returned."

Manufacturer narrative:
The investigation is still ongoing.